Event description:
Based on the information received on (B)(6) 2017 the case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. This unsolicited case from united states was received on (B)(6) 2017 from a non-healthcare professional. This case concerns a patient of unknown gender who received treatment with synvisc one and later after unknown latency had difficulty putting weight on it, pain in knee and swelling in knee, also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency and indication: unknown) (batch/lot number: 7rsl021; expiry date: unknown). On an unknown date, after unknown latency, the patient had pain and swelling in knee and had difficulty putting weight on it. Action taken: unknown. Corrective treatment: not reported for all the events. Outcome: unknown for all the events: a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events. Received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction. Additional information was received on 05-dec-2017 and 18-dec-2017 (processed with clock start date of (B)(6) 2017). Global ptc number and ptc results were added. An additional event of device malfunction was added with details. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(6) 2017: this case concerns a patient who received synvisc one injection from the recalled lot and had pain, swelling in knee and difficulty putting weight on it. As the concerned lot number has been identified to have malfunction by the company, the causal relationship of suspect product cannot be ruled out with the occurrence of adverse events.